Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. 20193380) for female sterilisation. The patient had a medical history of adenomyosis, pelvic pain, dysmenorrhea, urinary tract infection, vaginal delivery, parity 2 and gravida ii. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 1191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy,bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the essure was implemented without difficulty, and there were 3 coils visualized in the uterus after completion of placement of the coil. The left tube was then visualized, the essure implemented with 5 coils left in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.565 kg/sqm. [Pathology test] on (B)(6) 2014: source and specimen: uterus and bilateral fallopian tubes clinical history: dysmenorrhea. Robotic assisted laparoscopic hysterectomy with bilateral salpingectomy. Diagnosis: uterus and bilateral fallopian tubes 1. Mild adenomyosis uteri. 2. Benign secretory endometrium. 3. Bilateral fallopian tubes containing metal stents. 4. Nabothian cyst, endocervix. 5. Mild chronic cervicitis. Gross description: the attached segment of fallopian tube measures 6 cm in length. A proximal 2 cm ·in present on the other tube, and the presumed distal portion of that tube measures 5 cm in length. Both tubes have wire in the central lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. 20193380) for female sterilisation. The patient had a medical history of adenomyosis, pelvic pain, dysmenorrhea, urinary tract infection, vaginal delivery, parity 2 and gravida ii. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 1191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy,bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: the essure was implemented without difficulty, and there were 3 coils visualized in the uterus after completion of placement of the coil. The left tube was then visualized, the essure implemented with 5 coils left in the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.565 kg/sqm. [Pathology test] on (B)(6) 2014: source and specimen: uterus and bilateral fallopian tubes clinical history: dysmenorrhea. Robotic assisted laparoscopic hysterectomy with bilateral salpingectomy. Diagnosis: uterus and bilateral fallopian tubes 1. Mild adenomyosis uteri. 2. Benign secretory endometrium. 3. Bilateral fallopian tubes containing metal stents. 4. Nabothian cyst, endocervix. 5. Mild chronic cervicitis. Gross description: the attached segment of fallopian tube measures 6 cm in length. A proximal 2 cm ·in present on the other tube, and the presumed distal portion of that tube measures 5 cm in length. Both tubes have wire in the central lumen. Lot number:20193380 manufacture date:2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.